Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported immediately at the start of a therapeutic transurethral resection procedure, the ceramic tip of the resection sheath broke in the bladder. The detached part was removed by the urologist using biopsy forceps. The procedure was continued with a replacement device. There was no injury to the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported from the customer.